Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for the left ventricular automatic threshold (lvat) test. Boston scientific technical services (ts) was consulted and discussed the presence of fusion beats and was not able to determine capture on this lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for the left ventricular automatic threshold (lvat) test. Boston scientific technical services (ts) was consulted and discussed the presence of fusion beats and was not able to determine capture on this lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device was suspected to be depleting prematurely, as it decreased from 9 years to 3.5 years in a 4-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and that the power consumption is consistent with left ventricular (lv) pacing. Ts recommended turning off the lvat as that is what is causing the high outputs, because the test is failing due to fusion events. No adverse patient effects were reported. This device remains in service.